Manufacturer narrative:
The product was returned and evaluated. The tip was used for 1200 treatments. The tip passed the flow, leak and thermistor tests. The tip failed the visual inspection as a small blemish (like a dent) on the tip surface was found. The start of dialectic breakdown was observed on trace. The plant evaluation is underway.

Event description:
A user facility reported a blister. Information was reviewed by the medical reviewer and determined that there was insufficient information to suggest that a serious injury occurred.

Manufacturer narrative:
During the evaluation of the treatment tip, service confirmed damage on the tip membrane along the radiofrequency trace. Solta medical has confirmed a low incidence (less than (B)(4)) of patient burns associated with radiofrequency trace damage of the treatment tip which contacts the patient during the thermage cpt procedure. This damage is caused by stress concentrations on the flex assembly at the adhesive edge that damage the radiofrequency trace, causing arcing and subsequent burn-through of the flex circuit membrane. According to the thermage cpt system technical user¿s manual (p009240-05 rev. B) burns, blisters, scabbing, and scarring are known possible patient reaction to thermage treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. Based on the available information, this event was most likely caused by damage on the tip membrane along the radiofrequency trace. A review of the manufacturing records showed all requirements were met. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record. Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record for serial/lot number (B)(6). A corrective action was opened to address the trace damage for the cpt tips.

Event description:
The assessment was changed to serious. Available information was reviewed by the medical reviewer and the nature of the injury was updated to a burn on one side of the face after a face area procedure. No treatment was noted. The current status is reported as healing with an expected scar. It is reported that it is unknown at what rep or range of reps/sites the incident occurred. The highest energy level used was at 3.5 -4.0. No system errors occurred, nor was anything out of the ordinary noticed during treatment. Solta medical croygen and coupling fluid were used during this treatment with 1 bottle of coupling fluid used. It is also reported that the treatment tip surface was inspected prior to use and nothing out of the ordinary noted. The treatment tip surface was inspected during the treatment at about every 100 pulses. This is the first time this treatment tip was used.